Event description:
It was reported that this right atrial lead exhibited over-sensing of the minute ventilation (mv) feature signal on the ra channel. Out of range pacing lead impedance measurements were found. The patient was not pacemaker dependent at that time and the health care professional (hcp) stated the programming was to remain unchanged. Subsequently this lead was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).